Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced swelling at the implant site. The recipient was treated with prophylactic keflex for 7 days. The recipient's swelling is resolved.